Manufacturer narrative:
(B)(4). Av disruption is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically related to excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. This is not a product malfunction and is typically not device related. In this case, the healthcare provider confirmed that there was no malfunction of this device.

Event description:
In this case, it was reported that the valve was implanted then explanted during the same procedure. Per the operative report: "we identified a very calcified rheumatic mitral valve. ...we debrided the annulus of calcium carefully... We sized the annulus to a 27 mm magna pericardial bioprosthesis...and seated that valve without difficulty. ...having completed the closure of the atrium, we weaned from the bypass without difficulty. ...we...felt that the operation was essentially completed when very suddenly, the pericardial well filled with bright red blood coming from behind the heart. ...we immediately recannulated the ascending aorta and the right atrial appendage and went back on bypass. ...tee confirmed the obvious, namely that there was a large av groove rupture. ...inspecting the left atrium, the valve was well seated in the left atrium and was entirely intact and normal-appearing. ...inspecting through the valve orifice, we could easily see the av groove hole which was approximately 2 finger widths in length. ...[I] opted for a felt strip on the inside of the ventricle [for repair]. We...placed the 25 mm [magna] valve in the mitral anulus without difficulty. ...we stayed off bypass with mid difficulty. ...tee at the end the case revealed a well-seated valve with no perivalvular leak. The valve was functioning well. ...[patient] was transported to the ICU in guarded condition." Per the additional information request, the surgeon claims that there was no device malfunction/quality deficiency of the valve.